Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the end of the syringe ruptured during used on the patient." Another device was used. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. For material number snz-14703-002, lot number 71c22h0825, a non-conformance was initiated in regard to ars damaged/defective. However, it cannot be determined if the findings were relevant to the reported event without the device returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "(B)(6) 2024, the doctor found the end of the syringe ruptured during used on the patient." Another device was used. There was no patient harm or consequence.